Event description:
Info received indicates the head section cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the head valve. He replaced the head valve on the hydraulic manifold to repair the bed. The bed is now functioning properly.